Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker was brought to the emergency department with witnessed syncope. The patient resides in a nursing home, bed bound with poor cognition. The local field representative attended the patient to check the device. Interrogation found the device had reverted to safety mode operation. The surface ECG showed the device was pacing at 75 bpm with an occasional intrinsic qrs observed. Provocation maneuvers could not produce inhibition of pacing. It was later reported that the (B)(6) year old patient suffered multiple comorbidities and was not fully dependent on the pacemaker, so no replacement of the device was planned. With the family's wishes, the do not resuscitate (dnr) patient was returned to the nursing home as no acute medical issues were observed. The device remains implanted and in service.